Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. When the automated impella controller (aic) was started, it failed the self-check. Another aic was used for the procedure, and no patient harm was reported.

Manufacturer narrative:
D8/9: device returned to field service, date unknown. The device was returned and evaluated, and the investigation for the reported syscall error has been completed. Data analysis: aic logs from the complaint date show pbm communication issues. Device analysis: the console was investigated by field service. The pbm was replaced to resolve the communication issues. The root cause of the system self-check failure was due to communication issues with a defective pbm. The exact root cause of the defective pbm was not determined. This report is being filed as part of a retrospective review of historical records.